Event description:
A customer reported to beckman coulter inc. (Bci) that datalink2000 data manager (dl2000) incorrectly posted a result to the lab information system (lis). Following a dl2000 console replacement, a result of ">" was incorrectly posted to the lis as "zero". It is not specified what analyte was affected. The incorrect result was not reported out of the lab. Patient treatment was not initiated or withheld based upon the incorrect result.

Manufacturer narrative:
Investigation summary: normally, results with a ">" symbol (or any alpha character) are posted at the lis as blank. It was determined that the "upload alpha" setting on the new console was set to default, which enabled to send alpha characters to the lis. Based on investigation, service representative had copied the database from the old unit to the new one. However, the "remisol.ini" file which contained correct setting was not copied after console replacement. The customer has corrected the "remisol.ini" settings on the new console, and the originator had the customer review the "remisol.ini" file settings at the old console and make sure that the new console's settings matched the old one. A failure to copy the "remisol.ini" file from the old console to the new one is the root cause for this event.